Event description:
Customer reported he experiences "redness and bruising after he takes his pods off." He is taking warfarin, a blood thinner, which he feels "is the reason for the bruising." He also stated he wears skin tac because he is more likely allergic to the pod's adhesive. He is currently on antibiotics for skin infections "from wearing the pods." He prepares sites by using alcohol wipes. The pod is not expected to return.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition contributed to the patient's infection. No product lot number was reported, so no review of lot qualification (including sterilization) records was possible. The omnipod's user guide warns "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water, and keep sterile materials away from any possible germs," and cautions "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider." It advises to "at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge, or heat."